Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2013-(B)(6). Of note, the reportable event is normally submitted via an asr infection/erosion report submission that should have been submitted on 2013-(B)(6). Information was subsequently received on 2013-(B)(6) and revealed an out of specification finding. As there is new information that reasonably suggests the a lead malfunction, this event no longer qualifies for asr infection/erosion reporting and is therefore being submitted as a bi-monthly regulatory report. Product ID# 694958 a proximal portion was received measuring 46 cm. A distal portion was received measuring 46 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: product ID d314drg implanted: 2012-(B)(6); product ID 407645 implanted: 2005-(B)(6); product ID 5076-58 implanted: 2007-(B)(6), (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.